Event description:
An implantable pulse generator (ipg) was returned to the manufacturer with information indicating the patient is deceased and died within one year of implantable pulse generator (ipg) implant. The date of death and cause of death have been requested and not received.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: competitor 1948 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.